Event description:
It was reported that when the devices were used during a hand assisted colostomy takedown, the anvil became detached from the first device. Therefore, the device did not cut the distal or proximal tissue and the trocar of the device tore a hole in the bowel. Instead of repairing the hole in the bowel, the bowel was transected in an attempt to compelte the anastomosis. When the second device was fired, it fired an incomplete cut and staple line. Another device was used to complete the case without incidence. There were no add'l consequences to the pt.